Event description:
The customer alleged that the device became inoperative, while on a pt, with error codes kp0129 and kp0008. There was no pt harm or change in therapy as a result of the malfunction. There mallinckrodt customer support engineer (cse) inspected the device, verified the error codes and replaced the bd cpu pcb. The unit then passed extended self testing.